Event description:
A hospital in (B)(6) reported that an mr290 autofeed humidification chamber cracked between the chamber base and the dome during use and that water was dripping on the floor. The hospital further reported that the temperature on the humidifier dropped and they turned up the heat around the child to avoid cooling. They did not experience any pressure drop in the equipment. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint chamber was received and visually inspected. Results: the visual inspection revealed that the chamber was cracked along the base of the dome, with the crack stretching from the bracket to one of the ports a lot check revealed no other similar complaints for the lot number provided. Conclusion: we were unable to determine what had caused the chamber to crack. We did not manage to obtain any information about how or if the chambers are cleaned, but it is possible that the cracking observed on the chamber was caused by environmental stress cracking due to the chamber dome coming into contact with cleaning products, specifically products that are alcohol-based. Whether used on the devices or for disinfecting the hands before touching the chambers. The mr290 humidification chamber is a single use device, manufactured in a clean working environment and as such does not need to be cleaned. To this end our user instructions state: "do not soak, wash, sterilise or reuse this product" every mr290 chamber is pressure tested to 200cmh20 following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the cracks occurred post production. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. It also states that the maximum operating pressure is 8kpa. Our monitoring and trending of complaints involving cracked mr290 chambers has a rate of occurrence of (B)(4) devices per million sold worldwide in the last year to the end of february 2012.